Event description:
It was reported that an ilet user experienced a brief absence of dexcom g7 glucose readings on the ilet display for approximately 15¿20 minutes, after which readings resumed while on the call; no alerts were displayed and insulin delivery continued. Symptoms included no reported clinical symptoms. Outcomes included no change to clinical status and no need for medical care. Investigation included customer interview and troubleshooting with education on expected intermittent signal dropouts between the cgm and the ilet. Investigation of this case revealed transient signal loss with restoration of data and no device malfunction identified. It was concluded that the event was consistent with intermittent communication disruption without adverse health effects and without evidence of device failure.